Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 558 mg/dl. The customer changed the set and treated with the pump. The customer also reported no delivery alarm. The customer reported event to be resolved by complete set change. Customer declined to troubleshoot for high readings. The product was not returned for analysis.